Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, 7mm extended length endoscope appears ok, but the adaptor is broken. No longer under warranty. Purchased (B)(6) jan po# 1276353-cap, order # 2602046906. No patient involvement.

Manufacturer narrative:
(B)(4). Corrected section h6- changed to " no patient involvement". This is a reusable OEM device; therefore, a lot history review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot/serial number conforms to all applicable product specifications.

Manufacturer narrative:
Trackwise ID # (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, 7mm extended length endoscope appears ok, but the adaptor is broken. No longer under warranty. Purchased (B)(4) 2014, (B)(4). No patient involvement.